Event description:
It was reported that during an unknown procedure, the iris valve seal was broken when the surgeon rotated the upper seal ring. A new device of same product code was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the iris seal of the device was torn. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring, continued 360º around the lower ring and propagated diagonally to the lower ring. The final quality release criteria was met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Additional information: did any piece of the device fall into the patient? No. If so how was the piece retrieved? Did the retrieval of the device alter the procedure or post-op patient care? Please explain. No.